Event description:
The reporter stated the surgeon was inserting a 12.6mm micl12.6 implantable collamer lens in the patient's left eye (os) and noted the lens was tearing. There was patient contact but no injury. Another same model lens was implanted.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).